Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 100% stenosed target lesion was located in the severely tortuous and severely calcified common and superficial femoral arteries, and the vessel below the knee. A 5.0mm x 150mm x 150cm sterling catheter was advanced for dilation. However, during the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed and replaced with a 2mm x 20mm x 143cm coyote es balloon catheter. However, during the first inflation at 6 atmospheres for 5 seconds, the balloon also ruptured. The device was removed, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.